Event description:
The reporter stated the surgeon tore the trailing haptic while ejecting an eyeonics lens. The lens was inserted and the capsule was compromised, and there was loss of vitreous. A vitrectomy was performed and another different type lens was implanted. The reporter stated it was the surgeon's opinion that the likely cause of the iol damage was due to the foam tip plunger overriding the iol.

Manufacturer narrative:
Foam tip plunger lot number search; cartridge lot number search: injector lot number search. Results - a foam tip plunger lot number search was performed and no similar complaint was found. An injector lot number search was performed and no similar complaint was found. A cartridge lot number search was performed and one similar complaint was found.